Manufacturer narrative:
Device evaluated by manufacturer: a 31 cm partial section of the device was returned for analysis. Visual and tactile analysis was performed on the device. The proximal section including the hypotube and manifold/hub were not returned for analysis. The stent was not returned for analysis. A visual and tactile examination of the polymer extrusion noted a break at 31cm proximal to the distal tip. Examination of the balloon noted that the balloon was returned in a deflated state with bunching at the distal section. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that balloon detachment occurred. The patient presented with coronary stenosis. The 65% stenosed lesion was located in a mildly tortuous and moderately calcified right coronary artery (rca). A 4.50 x 28 mm synergy megatron drug eluting stent was selected for percutaneous coronary intervention (pci). There was no difficulty advancing the device over the wire. Following stent placement in the rca, the balloon detached from the catheter during withdrawal. Balloon deflation was allowed for five to seven seconds prior to removing the device. The detached balloon was successfully retrieved, with the device removed in one intact piece from the patient. The procedure was completed with another synergy megatron device. There were no patient complications, the patient was stable before and after procedure.

Event description:
It was reported that balloon detachment occurred. The patient presented with coronary stenosis. The 65% stenosed lesion was located in a mildly tortuous and moderately calcified right coronary artery (rca). A 4.50 x 28 mm synergy megatron drug eluting stent was selected for percutaneous coronary intervention (pci). There was no difficulty advancing the device over the wire. Following stent placement in the rca, the balloon detached from the catheter during withdrawal. Balloon deflation was allowed for five to seven seconds prior to removing the device. The detached balloon was successfully retrieved, with the device removed in one intact piece from the patient. The procedure was completed with another synergy megatron device. There were no patient complications, the patient was stable before and after procedure.